Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic); 331 ventricular short interval counts (v-sic) since last session 1 day ago; 15 non-sustained tachycardia (nst) episodes with v-v intervals <(><<)> 220 ms between (B)(6)-2014.

Event description:
It was also reported that right ventricular (rv) lead triggered a lead integrity alert (lia) due to increased short interval counts (sic) and non-sustained tachycardia (nst). An interrogation showed oversensing and electrogram showed non-physiologic noise asynchronous to the intrinsic rhythm. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53, lead, implanted (B)(6) 2008; 419688, lead, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.